Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed detachment on the hub. A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract due to the returned condition. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. During a procedure, the physician delivered two stents. Afterward, an opticross imaging catheter was used to visualize the target lesion. However, it was noted that the opticross was stuck at the distal of the stent. The physician cut the shaft of the opticross off and delivered a guidewire to unstuck the device. The opticross was completely removed from the patient's body. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. During a procedure, the physician delivered two stents. Afterward, an opticross imaging catheter was used to visualize the target lesion. However, it was noted that the opticross was stuck at the distal of the stent. The physician cut the shaft of the opticross off and delivered a guidewire to unstuck the device. The opticross was completely removed from the patient's body. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was good.